Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: cracked keypad overlay at select button, cracked case (battery tube), scratched case, partially broken retainer, cracked reservoir tube lip and missing o-ring (reservoir tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken reservoir retainer ring was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found crack on the reservoir tube side. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.